Manufacturer narrative:
The customers complaint of channel error and 600.6840 was not confirmed on the reported event date. However, 600.6840.5 was recorded in the pcu error log on (B)(6) 2018 and (B)(6) 2018. 600.6840.5 (as it appears in the error log on the previously stated dates) is a log only error and not a channel error or system error. Physical inspection showed no anomalies. The customers complaint of a channel error is believed to be the result of a system error that took place on (B)(6) 2018 at 6:27:27 am, this was able to be reproduced following the programming steps that the customer took. The pcu event log shows that prior to the recorded error, the user programmed a delay and then selected another channel at the same time as starting the original channel. The root cause is due to programming data being is out of sync between the pcu and 2 modules. The effect of this is the pcu software tries to access data that is non-existent. The root cause is a software defect that allows deselection of the channel before the active program is cleaned up.

Event description:
The customer reported that a channel error occurred during an infusion. In the biomed's evaluation he found a 600.6840 error and an 800.8000 error in the device log for (B)(6) 2018.